Manufacturer narrative:
The reported events of capturing problem and failure to sense were confirmed. The connector portion of the lead in one piece was returned for analysis. Electrical testing found internal short. Suture sleeve tie impression was noted at 14.2cm form the connector pin. The cause of the reported event was isolated to the breach of the inner insulation consistent with suture sleeve tie down to tight. All other damages found were consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-15611. It was reported that the atrial lead exhibited high capture threshold and failure to sense. The atrial lead was explanted and replaced. During the lead replacement procedure on (B)(6) 2021, the first replacement atrial lead used exhibited failure to sense and capture, and the helix of the lead broke. Then the second replacement lead was successfully implanted. Patient was stable.